Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the item sku mafra 000310 - raqui spinal anesthesia needle 26g x 3 1/2 cx 25un, was labeled with the incorrect label information. This is a divergence of eans in the physical identification, since each ean corresponds to a different sku. Has there been any damage to patient's health? If yes, please explain in detail. No could you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026.